Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that his insulin pump had a test failure error alarm earlier. Customer's blood glucose was 406 mg/dl. Customer stated that his blood glucose was high due to the alarm. Customer stated that the pump kept resetting itself. Customer stated that he treated with a syringe. Customer stated that the alarm did not occur during the rewind/prime sequence. Customer was advised to disconnect and remove the reservoir from the pump. Customer was advised to perform the rewind process again. Customer programmed a normal bolus into the air, and the bolus amount was recorded in the bolus history. Customer stated that a temp basal was not programmed before the alarm occurred. Customer performed a self test and the pump passed. Customer was advised to monitor the pump and call back to troubleshoot when he receives a no delivery alarm.